Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in the severely tortuous and moderately calcified vessel in the upper left arm. After a 5f non-boston scientific (bsc) sheath was placed and a non-bsc guidewire was advanced to the lesion, a 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, on the third inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a sterling otw balloon of the same size. No patient complications were reported and the patient was good post procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).